Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly the customer gave a 7 unit bolus instead of 0.7 units. Customer required assistance and was given a glucagon shot to address bg.